Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered an alert for high out of range shock impedances. The impedances were 125 ohms. The patient was expected to be brought in so the alert limit could be increased. The lead remains in service. No adverse patient effects were reported.